Event description:
It was reported that it was all straightened out and confirmed with customer. It was an update issue with their picture archiving and communications system (pacs) system. The manufacturer representative (rep) was able to pull scans from the pacs system without any issues after they made the updates on their end.

Manufacturer narrative:
H2: additional information: b5 and d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994 , serial lot/sw version: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information navigation system used outside of a procedure. It was reported that the manufacturer representative could query in the picture archiving and communications system (pacs) but could not retrieve. They also reported that there was an error indicating, "refused out of resources." It was noted that the system was connected wirelessly. Troubleshooting steps were performed. It was confirmed that there were not any changes in pacs and that the wireless ip showed green. It was recommended to check pacs and verify that the system had full permissions to query and receive. No patient involvement was reported.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.